Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date provided by patient for explant date prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7046005, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a scs explant procedure. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a scs explant procedure. No further information has been obtained.